Manufacturer narrative:
On 05/11/2021, the distributor confirmed that the device will not be returned from the customer. No investigation could be performed. The reported issue cannot be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00006).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 01/28/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/27/2021 and reported that "pump 905219 was not infusing in the correct time. Was infusing to slow." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.